Event description:
An analysis was performed on the returned lead portions. Note that a large portion of the lead assembly (body) including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Diagnostics prior to explant confirm full lead pin insertion. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Dried body fluids were noted inside outer and inner tubes, in some areas; no obvious path other than the puncture,slice marks and cut ends made during the explant process based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The patient had full revision surgery. It was noted at the time of explant that there was a lead break and the lead body was poking out of their chest. High lead impedance was also reported. It was reported prior to their device being disabled for their lead body extrusion on (B)(6) 2012 that diagnostics were within normal limits. It is likely if there was a break it occurred after this time. The patient reported that prior to their lead extrusion they were scratched by a cat. The patient's explanted lead was returned for analysis and is pending completion.

Event description:
It was reported to our consultant that a vns patient has a lead that has "now it has come through in a new place". There have been no signs of infection,no pain and it is reported to be functioning properly. The patient is a (B)(6) caucasian male with vns. Their wire has protruded. The scar was revised and now it has come through in a new place. The wire is protruding just superior to the generator in a loop type fashion. The patient is scheduled to see a surgeon for evaluation and revision. There was no trauma to the chest where the loop is protruding that the site is aware of. The patient is on four antiepileptic medications and is a smoker. Being a smoker affects circulation and wound healing to some degree, but the area was not a "wound" before the wire protruded, twice now.

Manufacturer narrative:
No lead break was noted with the returned product. It is possible there was a device malfunction against the portion not received for analysis. Diagnostics at the time of explant did not reveal high lead impedance.